Event description:
The health care provider later reported that the location of the infection was the device pocket. Antibiotics had been administered perioperatively. The patient experienced symptoms of fever, redness, swelling, drainage, pain and the incisional wound opened. The patient was treated with both oral and intravenous (IV) antibiotics. The hcp noted the patient outcome as infection resolved. The pump was used to deliver lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model# 8703w, lot# j94150765, implanted: 1994 (B)(6), explanted: 2011 (B)(6).

Manufacturer narrative:
(B)(4)

Event description:
The old pump and catheter were explanted due to infection. Additional information has been requested, but was not available at the time of this report.